Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device with unopened and damaged packaging was returned with no reload present. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The reported event ¿damaged packaging¿ was confirmed. Since the damage to the tyvek was from the outside to the inside, it is possible that this damage occurred during storage or transportation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the device assembly batch number of e220000455, and no non-conformances were identified. The assembly batch e220000455 is used to produced finish good batch e22110019, a manufacturing record evaluation was performed for the device batch e22110019, and non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/4/2023 d4: batch # unk investigation summary this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a package from the top view and one damage can be seen on the tyvek near a corner. The damage appears to be from outside to inside. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device e22110019, and no non-conformances related to the malfunction were identified.

Event description:
It was reported that during procedure, before used on the patient, open the packing and noted the outer packing and inner packing (sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.